Event description:
It was reported that the user was unable to pair a dexcom g7 sensor to the ilet during initial setup, with the sensor appearing connected to the dexcom app and still linked to the prior pump; after unsuccessful reconnection attempts, the user started a new sensor and obtained pairing and a warm-up period, consistent with an intermittent communication failure involving the antenna/electrical and magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure associated with the device antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.